Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a posterior capsular tear during a laser assisted cataract extraction with intraocular lens implant (iol). The surgeon performed a vitrectomy. When the iol was in place it was noted that one of the two haptics was broken. The incision was enlarged for removal of iol. The iol was cut to help with removal. A piece of the cut lens dropped into the posterior chamber. Ultimately an anterior chamber iol was implanted due to the tear. The incision was closed with 3 sutures. The patient will need to see retinal specialist for removal of the lens piece from the posterior chamber. Additional information has been requested.

Manufacturer narrative:
The clinical application specialist (cas) stated that the surgeon reported "the laser portion of the procedure was performed without incident. During surgery, the capsule was noted to be free. During the phaco portion a tear occurred at 11 o clock. After this, an anterior chamber (ac) intraocular lens implant (iol) was implanted. After insertion it was noted the trailing haptic on this iol was broken. The iol was cut inside the eye in an effort to remove it but a portion of the lens was lost in the posterior segment. Another iol was implanted into the ac with the help of a glider (the incision was enlarged). The primary wound was sealed with 3 sutures. The patient will follow up with retinal surgeons. Additional, related information was requested but not provided by the customer. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the infiniti vision system had any effect on the integrity of the posterior capsule. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. A complaint serial number (s/n) review could not be performed. With no additional, related information provided, the customer reported events were not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).